Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving unknown morphine (unknown concentration and dose), bupivacaine (unknown concentration and dose) and clonidine (unknown concentration and dose) via an implantable pump. The indication for use was non-malignant pain. It was reported that the skin around the area around the pump and at the surgical site is infected. Patient stated their doctor said if the infection doesn't clear up in 10 days while on antibiotics, they'll have to take out the pump, let the site heal, and reimplant pump, and inquired what medtronic's protocol is. The manufacturer's patient services specialist (pss) redirected the patient to their healthcare provider. Patient stated they felt symptoms of infection a couple weeks ago. Troubleshooting was not required. The issue was not resolved, and the patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare provider via a manufacturer representative. The patient was placed on the antibiotic cephalexin and used an abdominal binder to help with fluid around the implant. The patient had not reported further issues but there was a follow up appointment scheduled for the patient to see the hcp on (B)(6) 2023.